Event description:
The nurse reported the system shut down at the end of the case. The nurse stated that this issue has occurred 3 times in the last 6 months. During one case, the system was rebooted. The system shut down at the end of the other two cases. The system was not needed to complete the case. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and did not duplicate the problem reported. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).